Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2006 and mesh was implanted into the patient . It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06302. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with a hysterectomy due to stress urinary incontinence. Following insertion, the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, and neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and anterior repair due to cystocele.

Manufacturer narrative:
Date sent to FDA: 06/17/2016. It was reported that the patient underwent surgical removal of mesh on (B)(6) 2014 by an unknown surgeon.

Event description:
It was reported that the patient underwent surgical removal of mesh on (B)(6) 2014 by an unknown surgeon.

Manufacturer narrative:
Date sent to FDA: 11/29/2019. Corrected information: manufacturing site name additional narrative: it was reported that following insertion the patient urinary tract infection, incontinence and inflammation.